Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm noted. Unable to verify battery out limit or weak battery alarm due to button keypad anomaly. The insulin pump has cracked case at the display window corner and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was unknown mg/dl. The customer stated that there is no significant event leading to the alarm. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer reported via phone call indicating that the insulin pump alarm battery out limit during normal use. Customer's blood glucose was 124 mg/dl. The customer was advised that a battery out limit during normal use may indicate a loos battery cap. The customer was advised to clear the alarm with esc and act. The customer was advised that we will send a replacement battery cap. The customer was advised to monitor the pump. The customer reported via phone call that the insulin pump alarm weak battery. The customer was advised that the weak battery will occur prior to a failed battery test or low battery test.